Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. The complaint sample was not available and the lot number is unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. According to the sap system no product is available from this lot on distribution centers to be analyzed. The entire lot has been sold and distributed. DHR review was performed. No nonconformance reports or other abnormalities during the assembly of related lot were found. Based on this, is concluded the product involved met current specifications. The system level review of the liberty cycler¿s concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Event description:
A peritoneal dialysis (pd) nurse reported a patient developed peritonitis that was attributed to fibrin build up and constipation. The patient was treated with heparin and laxatives for the fibrin and constipation issues. The patient was initially treated in-clinic with antibiotics and was eventually hospitalized for the event. As of (B)(6) 2016, the signs and symptoms of peritonitis have resolved, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) treatments without further issue. Medical records were requested.